Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported stroke and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. Moreover, a specific cause for the reported infection could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2018. The patient¿s expiration was reportedly related to chronic infection and stroke. Information provided indicated that the device operated as intended and there were no device issues or malfunctions that may have contributed to the patient¿s outcome. The account reported that the heartmate lvas ii would not be returned for evaluation. The heartmate ii lvas IFU lists infection, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection was determined to be a driveline infection and serratia marcescens, MDR enterobacter and stenotrophomonas and bacteremia. A CT noted increased fluid surrounding lvad driveline, reflect abscess or seroma. The patient was treated with meropenem, vancomycin, levophed. The patient then had worsening adhf and was started on a lasix gtt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Event details: it was reported per the vad coordinator that the patient expired due to chronic infection and stroke. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. It was reported that there were no device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.